Manufacturer narrative:
The insulin pump was received with missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected error test, prime test, excessive no delivery test, displacement test and rewind test. Analysis was unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. The test transmitter communicated properly to the pump. (B)(4).

Event description:
The customer reported via phone call that the top of the reservoir compartment and the black gasket came off the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.